Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 682 mg/dl. The patient was nauseous and dizzy. For treatment, the patient was given insulin drip and admitted to the intensive care unit (ICU). The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 4 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was downloaded. Device data generated an 0x29 auto off alarm, indicating the user did not acknowledge a programmed alert. The auto off alert is an opt-in feature of the system which does not indicate a device failure. The smc was measured and found to be within specification. No damages or defects were found that would indicate any struggle to deliver insulin. The adhesive welds were observed to be misaligned indicating the adhesive pad was incorrectly installed.